Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a lavh, an about two millimeters pillar-shaped rubber piece was found out of the patient after the operation. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, a black plastic piece was observed. However, no conclusion could be reached as to the origin of the foreign matter as the device was not returned for analysis. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.